Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A field service engineer checked the remote support service and observed that the device was showing as offline, then contacted the customer to gather more information. The fse determined that the screen was completely blank, and although the customer had attempted to power the machine off and on, it did not resolve the issue. The fse guided the customer to check all connections, bypassed the ups by connecting the medstation directly to a wall socket, and powered the machine on, after which it began booting up. The fse waited for wsus updates to install, remotely accessed the device to perform a health check, confirmed that everything was functioning properly, and verified that the customer was able to log into the application and successfully perform a transaction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had black screen and went offline on remote support service. Customer had rebooted the station and unplugged/re-plugged the power cable, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.